Event description:
Customer reported on behalf of multiple different employees that they received false positive results with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false positive results reported. Individual received a potential false positive result on (B)(6) 2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(6), lot 31040c, reader sn: (B)(6). Repeat cue covid-19 tests were performed on undisclosed dates, however, results were not provided. (Frequency not provided). No outside confirmatory testing was reported by the customer. Customer did not provide information regarding symptoms. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.